Manufacturer narrative:
The field service engineer (fse) replaced the wash carousel peristaltic pump tubing, the aspirate probes and the substrate probe to resolve the issues. The fse performed passing system check and high sensitivity system check within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications.

Event description:
The customer reported an erroneously elevated total prostate-specific antigen (psa) result, for one patient, involving the access 2 immunoassay system. Subsequent analysis of the patient sample produced lower results within the normal range of the assay. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. The customer indicated the original analysis was analyzed from the primary tube on a serum separation tube (sst) with gel. Sample centrifugation was performed at 3,352 rpm (rotations per minute). The customer noted the patient sample was slightly lipemic with no fibrin or clots. There were no quality control issues and psa precision was within the acceptable range. The customer noted multiple wash system check failures on (B)(6) 2012. On (B)(6) 2012, wash system check passed within specification. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.